Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# v655527, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. Product ID: 3889-28, serial/lot #: (B)(4), ubd: 14-feb-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had the system partially removed. The caller stated that the report noted that the tines were not able to be removed during the explant procedure. No patient symptoms were reported. No further complications were reported or anticipated.